Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. There was also a complaint about the piston and the dome label sticker was missing. The caller did not know the blood glucose reading.

Manufacturer narrative:
No unexpected rewind anomalies were noted during testing. All buttons functioned properly. No damage to the keypad traces noted, and a connector on the lcd board was not unlocked during visual inspection. The pump passed the displacement and rewind tests. The pump had a missing dome label sticker, minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.